Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When dr. Inserted stent into cbd, the stent was not inserted.